Manufacturer narrative:
Date rec'd by MFR:30apr2019. A light emitting diode (led) circuit panel was returned for analysis. A visual inspection of the returned component was performed and found evidence of contaminations on the led circuit traces. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the broken traces found on the led circuit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The philips service engineer (se) inspected the device. The se replaced the battery and power status overlay to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator would not operate on backup battery and the light emitting diode (led) on the overlay power status would not illuminate. There was no patient involvement. The event date was not specified; estimate used.